Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without failures. The reported complaint patient line is blocked was not verified. The system air leak test passed. The valve actuation test passed. The teach pumps test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The patient's nurse reported that the patient had a breach in aseptic technique.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported abdominal pain. Follow up with the patient's clinic nurse indicated the patient was cultured on (B)(6) 2016 and diagnosed with peritonitis. The culture grew staphylococcus epidermidis. The patient was not hospitalized. The nurse indicated the peritonitis was due to the patient not following aseptic technique. The patient was retrained on proper aseptic technique and continues with peritoneal dialysis treatments.

Manufacturer narrative:
Medical records did not contain dialysis treatment records, dialysis clinic notes, a recent history and physical or medication record for review. There was no documentation in the medical record that revealed the etiology of the patient¿s peritonitis. There was no documentation in the medical record that noted the treatment modality used for the peritonitis. The nurse indicated the patient was diagnosed with peritonitis due to the patient not following aseptic technique. The patient¿s peritoneal dialysis fluid culture grew staphylococcus epidermidis which would suggest self-contamination. This was not confirmed in the medical record. However, without the aforementioned medical records, no conclusion can be made regarding any causal relationship between the patient¿s peritoneal dialysis products and the diagnosis of peritonitis. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.